Event description:
Boston scientific received information that after the recent implant of this lead, this patient presented to the emergency room with chest pains. Upon investigation, it was observed that all lead measurements were adequate other than some slight increase in atrial threshold levels and the device appeared to be operating normally. The patient was admitted to run additional tests. It was determined the following day that the patient had a pericardial effusion and underwent a pericardial window to drain the fluid from the patient's heart. A lead perforation was suspected as a possible root cause of the issue. The lead diagnostics were checked twice more while the patient was hospitalized with similar normal impedance, thresholds, and sensing levels. No further issues were reported and no remedial action or changes were made to the leads or device.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.